Event description:
A pt reported that they kept getting error 5 on their meter and one day, pt passed out since pt could not get a reading on the meter due to the issue. Medical affairs specialist spoke with the customer on 11/19/02 and provided add'l info. About a week and a half ago, pt tried testing on their meter in the morning and kept getting error 5. Pt stated that pt tried testing at least 9 times, and got error 5 all the time. While pt was doing that, pt passed out. Pt does not remember how pt felt before passing out. Also, pt does not recall if pt took their set amount of 25 units of insulin that morning (throughout the day, pt then takes insulin based on carbohydrate count and not based on the meter). Family member found pt passed out. Unknown how long pt was unconscious. Pt was given some "sugar water" by family member. Paramedics were also called. By the time the paramedics arrived pt had already "come around". Pt does not recall if the paramedics tested their blood glucose on their meter. Pt does remember that pt was not treated by them. Pt was also not taken to the hospital. Pt called lifescan after a week and a half because pt was still getting the error 5 at times. This morning, pt got a reading on the meter-305 mg/dl. The pt had called lfs in the past for the same issue on the same meter, since pt was getting blood glucose readings on the meter, the meter was not replaced. Pt was sent new test strips. The pt was unwilling to go through the blood application technique (one of the reasons for getting the error 5) since pt was getting late for work. Pt was also testing on arm. Pt also reported an issue with lancing device which could have contributed in not being able to collect an appropriate blood sample size resulting in error 5 at times. A back-up meter was sent to pt. This case is reported due to the pt passing out while trying to test on the meter. The pt failed to achieve an actionable result due to user error and therefore, suffered serious injury.